Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Event description:
It was reported that the clips on both devices did not lock when attempting to clip on tissue. After the clips did not lock, the devices were removed from the patient. Recommended that they try to load 2 more clips to reset, but after trying several clips, we still could not get it to load correctly.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without ma gnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. It was observed that the first clip was slightly protruding from the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon full engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears were intact. The first clip was unable to load as it became stuck in the bent rotation tab. The next clip was also slightly protruding from the c hannel. The sample was disassembled to inspect the internal components. The bottom jaw was found bent. The channel pivot holes for the bottom jaw were deformed and were oblong in shape. The clips were also out of position and stacking on one another in the channel. The sample was returned with 7 clips remaining in the channel, indicating that 8 clips were fired by the end user. The observed damage to the bottom jaw prevented the clips from loading properly. It is unlikely that a clip stacking issue could cause the damage to the bottom jaw. If a clip misloads and is not manually cleared prior to loading another clip, the clips can be held up in the loading sequence and stack on one another in the channel. However, based upon the damage observed, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One sample was returned with the rotation tab bent. Upon functional inspection, the first clip became stuck in the bent rotation tab. The next clip was also slightly protruding from the channel. The sample was disassembled to inspect the internal components. The bottom jaw was found bent. The channel pivot holes for the bottom jaw were deformed and were oblong in shape. The clips were also out of position and stacking on one another in the channel. The sample was returned with 7 clips remaining in the channel, indicating that 8 clips were fired by the end user. The observed damage to the bottom jaw prevented the clips from loading properly. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73d1900708 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips on both devices did not lock when attempting to clip on tissue. After the clips did not lock, the devices were removed from the patient. Recommended that they try to load 2 more clips to reset, but after trying several clips, we still could not get it to load correctly.